Event description:
It was reported that the patient suffered a pericardial effusion. Upon obtaining epicardial access with needle and a short agylis sheath, the doctor believed they "nicked the coronary artery." Shortly after, the patient destabilized, their blood pressure dropped rapidly and the effusion was noticed on intracardiac echo to be rapidly growing. To intervene a blood transfusion was administered, a pericardial window was obtained and the patient was put on ECMO, all in the ep lab. The patient was transported to the or for further surgical intervention. Last known patient status was unknown. The caller stated that the physician stated they did not believe the complication was the result of any bwi/jjmtep equipment. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".